Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 452mg/dl and the pump alarmed no delivery. The customer treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was also 372mg/dl at the time of the call. Customer indicated that the issue was resolved by a complete set change. Troubleshooting advised that no delivery was most likely the result of an occlusion and changing the reservoir resolved the issue. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The drive support disk was inspected and no anomaly noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.